Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced a needle that would not retract. The following information was provided by the initial reporter: we are having problems with the abocath bd insyte autoguard 22g batch 0029233, some of them came with the safety spring already activated and the needle was stored and others at the time of the puncture did not work, the needle was not retracted.

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced a needle that would not retract. The following information was provided by the initial reporter: we are having problems with the abocath bd insyte autoguard 22g batch 0029233, some of them came with the safety spring already activated and the needle was stored and others at the time of the puncture did not work, the needle was not retracted.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. See h.10.